Manufacturer narrative:
H3: device returned, analysis not yet complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was explanted. It was noted the patient had excellent restoration of their continence mechanism and after about 6 months from the time of surgery, the patient started to notice a small amount of granulation tissue at the medial end of the wound and it never really increased in size. It was about 3-4 mm in size, variably treated with silver nitrate and some antibiotics off and on, as the patient continued to have issues with non-healing. Patient did break through in the lateral aspect when the battery became visible, so the patient presented for explantation. They had been on antibiotics, primarily bactrim. It was noted there was no purulent material or infection and it could not be explained why the patient broke through the skin. They were going to explant and place a new device on the opposite side as there was no sign of infection. It was noted that upon removal there was jelly like material present, but no pus or purulent material. They were able to evacuate the jelly like material. They were unsure if they were going to close the wound or leave it open, the plan was to leave it open so it could granulate. It was then noted that the medial wound was completely cleaned. There was no problem excising the subcutaneous tissue. The skin was refreshed around the edges. This was closed with a couple of sutures. The area was completely excluded and the patient was prepped for full system implant.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that caller stated ins and lead were explanted on (B)(6) 2021. Caller read from patient's records that about 6 months post-implant, patient noticed small amount of granulation tissue at medial end of wound that never increased in size and was about 3-4 mm in length. Caller stated that patient received "variable treatment" and eventually, breakthrough of the lateral where the ins became visible. Patient was on antibiotics. No further complications were reported